Event description:
During the first use of the lift while lifting the user off the floor the pump was having difficulty lifting and the operator of the lift discovered one of the lift legs had bent during the attempted lifting operation. Pictures that were provided appeared to confirm the issue.

Manufacturer narrative:
This incident is being reported in an abundance of caution. The pictures provided confirmed the allegation of the lift leg being bent. The underlying cause of the lift leg being bent and the pump not lifting properly could not be determined. The device is awaiting return so further investigation can be conducted.

Manufacturer narrative:
The device was returned and received an evaluation. The evaluation confirmed the right leg of the lift was bent. However, the cause couldn't be determined. The allegation of the hydraulic pump not functioning properly couldn't be duplicated during testing. The pump functioned within specifications. The most likely cause of the pump not functioning could have been the pump valve not being completely closed while trying to lift.

Event description:
During the first use of the lift while lifting the user off the floor the pump was having difficulty lifting and the operator of the lift discovered one of the lift legs had bent during the attempted lifting operation. Pictures that were provided appeared to confirm the issue.